Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 21514469. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.